Event description:
Customer stated they received a no delivery alarm because they were out of insulin. However when customer attempted to place a new syringe in pump the driver block would not return to the delivery position. Stated it was stiff and unable to be moved. Denied unit being exposed to moisture but did admit to applying baby oil to the leadscrew. It was explained to the customer that the leadscrew is self lubricating with no need to add any lubricants.